Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that maybe 6-8 months ago they started having problems with the remote (controller) freezing up during recharging mode. Pt stated that the only way to get out of it (frozen screen) was by removing the battery and the issue has been happening more frequently now. Pt said the problem would occur in the past about once every 20-30 charges but now it seems like for the past month or so the issue has happened 4-5 times when recharging implant. Pt said the controller screen goes to sleep and when they try to wake it up there is no response. Pt mentioned they have tried to push the up/down button (increase/decrease key) and they think they have tried turning it (controller) off using the white button (stim on /off) on the top of controller in the past in order to try to wake the screen up but none of these did anything to work. Pt also commented that there is an orange light that blinks on the controller. Pt inspected rtm cord and connector pins for damage and detected none. Pt also confirmed that they are not seeing any error codes / messages. However, pt did remark that rtm paddle has became warm to the touch a couple of times while recharging ins.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger product ID 97745 lot# serial# unknown: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6): , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed pulled cable insulation, "batteries low, replace controller batteries soon" message was seen, and was scrapped due to fail t6030 (rms voltage at the h field probe), suspect rtm recharge coil defective. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.